Event description:
It was reported that a user experienced bluetooth connectivity issues between a dexcom g7 continuous glucose monitor (cgm) and the ilet, resulting in signal loss to the pump while blood glucose values remained unaffected. No clinical symptoms were reported. Outcomes included no functional impairment beyond temporary loss of cgm communication and no medical intervention. User support included remote troubleshooting and education, including toggling dexcom g6/g7 settings, repairing the sensor, and advising a pairing window. Investigation of this case revealed a communication interruption between the cgm transmitter and the ilet that was addressed through standard pairing procedures, consistent with known intermittent bluetooth connectivity behavior. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication interference consistent with normal bluetooth environmental variability.